Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced fatigue and lightheadedness when an alarm believed to be a "ventricular assist device (vad) stopped" alarm was triggered on (B)(6) 2017.  The patient's caregiver arrived approximately 10-20 minutes after the alarm and ensured that the connections were in place and the pump was still working.  The patient was hospitalized for further evaluation.  The driveline connector was serviced.  It was determined that the locking mechanism was working properly and the boot was on correctly.  It was verified that there were no connection issues and all was in working order.  It was later established that the suspected "vad stopped" alarm was a low flow alarm.  A small mural thrombus that was non-occluding was found in the left ventricular assist device (lvad).  The patient's lactate dehydrogenase (ldh) was not elevated, haptoglobin (hp) was normal, and a computerized tomography (CT) angiogram did not demonstrate any thromboemboli.  The patient was returned to warfarin with a goal international normalized ratio (inr) of two to three.  Diuretics were held and then dosage was decreased moving forward.  The patient was discharged on (B)(6) 2017 with no further episodes.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller passed visual inspection and functional testing. The locking mechanism between batteries and controller was working as intended. Both power ports clicked when connected. Concomitant medical products: serial: (B)(4) model:1420; exp. Date: 2018-08-31; 2017-08-31; product received serial # (B)(4) / catalog number 1420 / expiration date: 2018-08-31 UDI #: (B)(4). Yes, (2017-10-11) yes, returned to manufacturer. 2018-03-08. No. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hvad pump (B)(4) and controller (B)(4) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. On-site inspection of the driveline cable locking mechanism revealed that the locking mechanism worked properly and the boot cover was installed properly. No servicing procedure was required since the driveline cable locking mechanism was working as intended. The reported event of "low flow alarms" was confirmed via review of controller log files, which revealed 3 low flow alarms were logged from (B)(6) 2017 through (B)(6) 2017. One suction alarm was logged on (B)(6) 2017. Of note, it was reported by the site that "a small mural thrombus that was non-occluding was found in the left ventricular assist device (lvad)". There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the most likely root cause of the low flow/suction event may be attributed to thrombus at the inflow cannula. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previously reported associated controller (B)(4) corrected to (B)(4). (B)(4) has been reported as part of events reported under MFR # 3007042319-2017-03851. A review of the event determined that (B)(4) was unrelated to the reported event. If information is provided in the future, a supplemental report will be issued.